Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with an alert on their implantable cardioverter defibrillator(ICD) for non-sustained right ventricular over-sensing. The patient's ICD was post paced t-wave oversensing. Therefore, programming changes were made to address the issue. Patient was in stable condition before and after the procedure.